Event description:
Pt received pulmonary allograft heart valve in 1999. Showed signs of illness in 2000, later, determined in 4 months to be fungal endocarditis. The pt received two add'l valve replacements between 3 months in 2000. The fungus was non-respondant to surgical intervention and anti-fungal therapy to include amphoteracin-b, fluconazole, itraconazole and voriconazole. It was determined in 2 months that the pt was no longer eligible for surgical intervention and therefore was limited to drug therapy. The pt was deemed terminally ill by attending cardiologist and infectious disease doctors.